Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverters pcb's. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was smoke from the 840 ventilator's graphic user interface (gui). The ventilator was not on a patient at the time of the reported event.